Event description:
It was reported that prior to a biopsy procedure, the device was allegedly discharging right away. It was further reported that the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. The device was functionally tested and failed the tests as the cannula/stylet sled force test results out of tolerance, gun primed with lots of resistance and stylet sled had difficulty latching due to the gun is very dry identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device is discharging right away issue and the investigation is determined to be confirmed for the identified gun primed with lots of resistance and stylet sled had difficulty in latching. The root cause for the reported device is discharging right away issue cannot be determined as the problem could not be reproduced. The root cause for the identified gun primed with lots of resistance and stylet sled had difficulty in latching was determined to be the gun is very dry. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiration date: 08/2026). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 08/2026. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device was allegedly discharging right away. It was further reported that the procedure was completed using another device. There was no patient contact.